Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. As the customer did not have additional cartridges available during the time of the call, the customer indicated manual injections would be used until cartridges are obtained. On (B)(6) 2016, the customer received another cartridge alarm 19. The customer will continue using manual injections as alternate insulin therapy.